Event description:
Hcp explanted the pump and returned it to the manufacturer for analysis after having been implanted for 34 months. A follow up report will be sent when additional information is received.